Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported there were no symptoms involved with device issue. They would insert the new lead. Patient's weight was reported. There were no complications or that no further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2017. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient¿s evaluation was no longer going on. It was noted the lead had torn out and was no longer in place. The patient had connected with their doctor. It was unknown if the issue was resolved at this time. No symptoms were reported. No further complications were reported/anticipated. The indication for use was unknown.